Event description:
The customer reported that PICC leaked when flushing. The leakage came from their the PICC line entrance to the patient skin. The nurse on hematology day care who has now stopped worked there. Said there was a hole in the tube on the PICC line. The PICC line was pulled and disposed of and the patient received a new one. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.